Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. Unit had broken battery tube threads, broken reservoir tube lip, broken belt clip slot.

Event description:
Customer reported via phone call that the insulin pump battery exploded in battery compartment. The customer¿s blood glucose level was 120 mg/dl. Customer stated battery cap broke off of the insulin pump and they heard a pop and saw the insulin pump had exploded. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.